Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer stayed on current pump until replacement arrived, and technical support arranged warranty replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days.